Event description:
A malfunction on the pump was reported, but no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.